Manufacturer narrative:
B3 - date of event - the date of event is interpreted to be 17 apr 2025. Alternative interpretation would mean the dates given were a range and the actual date is unknown. The samples have been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding a spinning spiros¿ closed male luer, purple cap, that experienced leakage during use. This is report 2 of 2. The following issue was reported by the customer: ¿the device did not maintain the luer-lock connection to the syringe, even though it had been correctly attached and had made the ¿click¿ to confirm the connection to the syringe¿. The customer also stated:¿ this problem occurred during administration of the drug. I would like to point out that the nurses who used the device were experts and that there were no other variations to the routine (e.g. Changing syringes, etc.). The consequence was the spillage of chemotherapy drug. Gcm received an email from (B)(6) from the facility (B)(6) on april 30, 2025. The product involved is a spinning spiros¿ closed male luer, purple cap, with list number 011-ch2000s-pc and lot number 14279492. The following issue was reported by the customer: ¿the device did not maintain the luer-lock connection to the syringe, even though it had been correctly attached and had made the ¿click¿ to confirm the connection to the syringe¿. The customer also stated:¿ this problem occurred during administration of the drug. I would like to point out that the nurses who used the device were experts and that there were no other variations to the routine (e.g. Changing syringes, etc.). The consequence was the spillage of chemotherapy drug. It is about a bag with 32 pieces of code 011-ch2000s-pc, lot 14279492.¿ the product is available for evaluation. Sample picture was not provided. The status of the product at the time of the event is ¿during administration of the drug¿. Update: ¿it is confirmed during use on the patient, no adverse event / human harm, no death, no need for medical intervention, no blood loss, the event caused a delay in therapy, 5 minutes delay. There were 2 events between 14 april 2025 and 17 april 2025. There are 2 defective devices. The same drug was not used with all the defective devices. No physical damage was noticed before use. The syringe used was 30 ml luer lock and 60 ml luer lock, no physical damage was noticed. There was no unprotected chemotherapy exposure of the operator or the patient, the chemo spill was cleaned up per facility protocol, no spill kit was used because the spill was just a few drops, the drug has not been replaced.¿

Manufacturer narrative:
Received five new list #011-ch2000s-pc, spinning spiros¿ closed male luer, purple cap; lot #14279492 no visual damages or anomalies were observed. The reported complaint of the spiros disconnecting could not be confirmed from the samples returned. The returned samples were tested and met product specifications. Without the return of the used sample, a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in: -d8 - was device serviced by third party? --e4 - initial report sent to FDA -g2 - report source -h6 - health effect - clinical code -h6 - health effect - impact code.